Event description:
Customer complained that the head of the bed would not exceed 48 degrees when going up.

Manufacturer narrative:
The tech determined that the head cylinder would not exceed 48 degrees. Replaced the head cylinder which resolved the issue. The bed operated within specification. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.